Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a discrepancy greater than 30 units between displayed and expected values. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by loading a new cartridge, and customer service instructed to call back for further troubleshooting if needed. Caller agreed to receive an email with cartridge load resources.